Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coming out of recovery room/was in recovery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspnoea ("breathing thing was important for me") and lung disorder ("lungs seemed very weak"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, dyspnoea and lung disorder outcome was unknown. The reporter considered dyspnoea, lung disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, difficulty breathing, lung disorder nos amendment: the report was amended for the following reason: this case will be deleted. The case 2019-224166 was found to duplicate case of 2017-206316. Legacy device report number for this case is 2951250-2019-12906 and for retention case is 2951250-2017-06753. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coming out of recovery room/was in recovery') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspnoea ("breathing thing was important for me") and lung disorder ("lungs seemed very weak"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, dyspnoea and lung disorder outcome was unknown. The reporter considered dyspnoea, lung disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, difficulty breathing, lung disorder nos. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.